Event description:
After troubleshooting an issue with the printer on the analyzer, the user noticed smoke from the printer area. The instrument has been returned for investigation. If additional information is received, appropriate notification will be provided.